Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 202 mg/dl, 250 mg/dl, 312 mg/dl. Tests were done less than 10 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.